Event description:
Customer reported she had high blood glucose and her insulin pump did not alert her she was high. Customer's blood glucose was 400 mg/dl and her device did not alarm. Customer took a manual injection to treat. Her current blood glucose is 135 mg/dl. Customer was advised of the difference between sensor readings and blood glucose levels, and how it may take some time for the sensors to catch up. She was advised of proper calibration methods and to call when she has issues for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).